Manufacturer narrative:
E1: initial reporter phone no: (B)(6). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported infusion failure. Functional testing was performed where a bolus was introduced while infusing, and the pump infused the bolus without issue. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novumiq lvp (large volume pump) tried to run a bolus, but it wouldn't run. This occurred during testing prior to patient use. There was no patient involvement. No additional information is available.